Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. Should any additional information be received, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter that the reservoir of one (1) infusor lv5 device had ruptured during patient use. The patient was receiving 240ml of 5-fluorouracil (5-fu, concentration 3600mg consisting of 72ml of 5-fu in 168ml normal saline) when the device ruptured about 70% into therapy. The device was connected on (B)(6), 2010 and the patient came back in the morning of (B)(6), 2010 with roughly 100ml of the medication in the housing. There is no report of patient injury or medical intervention. No further information is available at this time.